Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and shocks for multiple episodes that appear to be supraventricular tachycardia (svt) events. The device remains in service. Several corrective options were discussed. No adverse patient effects were reported.